Event description:
Called rep regarding why this was explanted. He said, the pt needed a higher energy device so the physician implanted a lumax 340 vr-t.

Manufacturer narrative:
This device was not explanted and returned for analysis. The analysis is therefore based on the complaint description only, which indicates a high pt dft. The device history record from the mfg process was inspected, confirming a regular device mfg during which test shocks were delivered as specified. In summary, there was no indication for a device malfunction.